Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later a surgery was performed and upon explant a crack in the right cylinder connecting tube was found. As a result, the pump was replaced according to doctor's diagnosis and the procedure completed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and leak tested. Visual inspection noted that the pump tubing was cut down to the pump block and had not been returned for analysis. The pump passed the leak test. Based on the information available and analysis results, the crack in the pump cylinder connecting tube could not be confirmed as it was not returned for analysis. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later a surgery was performed and upon explant a crack in the right cylinder connecting tube was found. As a result, the pump was replaced according to doctor's diagnosis and the procedure completed. There were no patient complications reported.